Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. The device involved in the complaint has been returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed.

Event description:
Coopersurgical, inc. Repair log number 68645. A retrospective review of the reported complaint condition: "after stepping on the foot switch several times, the unit no longer responds to the foot switch"/ "stepping on and off often failed to turn on", indicates a product malfunction which could possibly necessitate intervention. Ref. E-complaint #: (B)(4).